Event description:
It was initially reported that the patient was experiencing an increase in seizures that was above pre-vns baseline levels, and the patient was taken to the emergency room due to the recent seizures. The physician believes that the increase is due to the device being at eos. Later programming history was received from the neurologist, and battery life calculation was performed. Calculation resulted in approximately 4.06 years until eri=yes. Diagnostics performed in 2009 were within normal limits for both system and normal mode diagnostics. It was also noted by the patient that she does not feel that there has been an increase in seizure frequency, but the intensity of her mild seizures has increased. The patient also noted that her last grand mal seizure three months prior, was intense. The patient requested that her programming settings be increased, which were adjusted at the last office visit on original date. Good faith attempts to obtain additional information have been unsuccessful to date.